Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. D4: batch # 597c89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 597c89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # unk. Additional information was requested and the following was obtained: is the current patient status known? Patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dy24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the tissue was too thick on first firing of a bariatric sleeve procedure using a green reload the anvil bent. They ensured to not overstuff the jaws before usage/firing. They opened another like device to complete the procedure with no harm.